Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found the complaint was unable to be v erified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated that they have been having trouble with equipment for the last 6 months and they have not been able to charge implant. Pt stated they were unable to see quality of charge and they get error screen that they might need new battery. Pt stated that they keep getting message to reposition the paddle and they do that but it does not solve issue. Pt stated they have received a replacement recharger from us before and it worked for a while but gradually got worst. Patient services (pss) instructed pt to inspect recharger cord and pins but they did not see any physical damage. Pt stated that paddle sometimes heats up and pt had to remove it and stop charging for a while. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. The patient (pt) called back saying they got the replacement recharger telemetry module (rtm), but that didn't do any good as they were still having the same charging issues as documented in this case already: 'replace controller batteries soon', they will be charging and then charging will stop, and the screen will say to reposition. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6): product type recharger product ID (B)(4) serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the heating issue was resolved after receiving the replacement.